Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced fluid loss due to cylinder rupture. A surgical procedure was performed, during which the existing ipp was removed and replaced. There were no patient complications reported.